Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a posterior capsule rent occurred. The iol was removed and replaced with a different iol model.

Manufacturer narrative:
Evaluation summary: the iol was returned for analysis. The iol returned posterior surface up instead of anterior surface up in the iol case. Solution is dried on both surfaces of the optic and haptics. There are fibers present on the iol. The root cause for the pc-tear could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).